Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
As reported via medwatch mw5146692: the revision surgery was performed due to metallosis at the trunnion part between stem and head.